Event description:
It was reported that a pump issued an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer will revert to multiple daily injections (mdi) as a backup therapy. Tandem technical support agreed to replace the pump, providing one with updated software, and instructed the customer on how to store and return the current pump to avoid charges. The customer was informed about the need to program their pump settings into the replacement and connecting their continuous glucose monitor (cgm). All instructions were understood and acknowledged by the customer.